Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the panel phoenix nmic/ID-307, a patient sample was misidentified as enterobacter cloacae. Repeat testing was performed with the result of e. Coli. There was no report of patient impact.

Manufacturer narrative:
The following field has been updated with additional information: d.9. Device available for evaluation: yes. D.9. Returned to manufacturer on: 02-feb-2024. H.6. Investigation summary: this complaint is for misidentification of escherichia coli as enterobacter cloacae when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3241425. The customer returned isolates, panels, phoenix generated lab reports and binary files for the investigation. The customer provided phoenix lab reports show a patient isolate identified as e. Coli and e. Cloacae on the complaint batch. The customer returned isolate was verified as e. Coli with bruker maldi. To investigate, three customer returned panels from complaint batch 3241425 were tested using customer returned isolate e. Coli u-4 on a phoenix m50 machine and evaluated for identification results. Next, three retention panels from complaint batch 3241425 were tested using customer returned isolate e. Coli u-4 on a phoenix m50 machine and evaluated for identification results. Last, two control panels from the same material but different batch were tested using customer returned isolate e. Coli u-4 on a phoenix m50 machine and evaluated for identification results. The seven panels tested identified the isolate as e. Coli, therefore, this complaint is not confirmed for misidentification. R&d attempted to review the customer provided binary files. However the files may have been potentially corrupted or improperly pulled during the bomgar session. Tech service reached out to the customer, to request that the binary files be re-pulled, if they were still available. The customer was unable to download the binary files again. Therefore, a binary review could not be performed by bd. A corrective and preventive action (CAPA) has been initiated for this issue. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that during use with the panel phoenix nmic/ID-307, a patient sample was misidentified as enterobacter cloacae. Repeat testing was performed with the result of e. Coli. There was no report of patient impact.